Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip cannot be applied, and a loose cable has been found.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: yes, no damage found at prior inspection. Prior to clip application (instrument in patient). A broken cable was identified while the instrument was inside the patient¿s body, preventing the jaws from closing and the clip from being applied. Clip size and type of clips was not found by the or staff. The vessel was not greater than suggested diameter. The or staff do not recall how many times had the subject clip applier been used during the case. No patient information available from the site. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a cracked clamping pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) reported by site: the instrument was found to have a loose grip cable at the force amplification pulley. Common causes of loose instrument grip cables are often attributed to a cracked clamping pulley, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions. The probable root cause of a damaged clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking.